Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during pre-test the balloon to a smiths medical portex® soft seal® cuff north polar tracheal tube was found impossible to inflate; air expelled. However, there was no leakage or tear observed. There were no reported adverse effects.